Event description:
The sales rep has reported that the scm12 has a crack in the d.c. Motor adapter within the blue cable port on the control module. No patient consequences reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.